Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received an insulin occlusion alert and the pump dropped, pulling the teflon infusion site from the body; insulin delivery was resumed after a full supply change, and there was no injury or change in blood glucose. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem consistent with the reported occlusion and dislodged infusion site. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.